Event description:
On 9/21/96 an ipp device was implanted. On 10/30/96 it was rpt'd "the device will not inflate". Info received on 1/7/97 indicates the ipp device was removed from the pt and another device implanted because the pt presented a painful bulge at the penoscrotal junction.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinders performed within specifications.